Event description:
It was reported that the customer was hospitalized due to hypoglycemia as well as being in a coma for 11 hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.